Event description:
It was reported that the packaging of the implant was damaged with possible loosening of the paper/plastic seam. The last plastic package was punctured and the implant was deemed unusable. There was a 20-30 minute delay and a second implant was used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: france. It is currently whether the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. No product was returned. Visual evaluation of the provided photos found a puncture (crack) in the inner sterile blister as reported and damage to a corner of the outer paperboard carton. Scuff marks were found inside of the outer sterile blister. Photos were not provided to evaluate the allegation of loosening of tyvek; therefore, no statements can be made regarding the condition of the outer blister seal. Sterility is considered breached as the condition of the outer blister seal cannot be confirmed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. -for the damaged sterile packaging/outer carton damage: the condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage. -for the seal issue: a definitive root cause cannot be determined. -for the damaged sterile packaging/outer carton damage: this complaint was confirmed by evaluation of the provided photos. -for the seal issue: this complaint cannot be confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.